Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was impacted; the level of the bg could not be recalled by the customer. The customer had mild ketones. A correction bolus and insulin injections were used to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer disconnected from the pump and was using insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported occlusion was confirmed in the logs; however, it could not be duplicated during device testing. In addition, a different issue was found.